Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter bent in the patient's arm during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "rn noticed that her skin looked raised where the catheter was. When rn removed the catheter, the catheter was bent in two places in the patients arm. This was a 20g ultrasound IV. Rn removed the catheter, saved it and handed it to director. A separate IV was placed to finish the med pass.".

Manufacturer narrative:
H6: investigation summary. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter bent in the patient's arm during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "rn noticed that her skin looked raised where the catheter was. When rn removed the catheter, the catheter was bent in two places in the patients arm. This was a 20g ultrasound IV. Rn removed the catheter, saved it and handed it to director. A separate IV was placed to finish the med pass."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-may-2023. H6: investigation summary bd received an opened 20 gauge insyte autoguard blood control winged unit from an unknown lot. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed two kinks in the catheter tubing. The device was inspected under a microscope but no additional damage was found to the catheter tubing. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify a kinked catheter. Unfortunately, since the device was received outside of its original sealed packaging the engineer could not determine a definitive root cause for the kinked catheter. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter bent in the patient's arm during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "rn noticed that her skin looked raised where the catheter was. When rn removed the catheter, the catheter was bent in two places in the patients arm. This was a 20g ultrasound IV. Rn removed the catheter, saved it and handed it to director. A separate IV was placed to finish the med pass."